Manufacturer narrative:
All instruments were reprocessed prior to use. A steris service technician arrived onsite to inspect the v-pro max sterilizer and found no issue with the function or operation of the sterilizer. No repairs were required, and the sterilizer was returned to service. The technician was informed that the employee subject of the event was not wearing proper ppe, specifically gloves, as stated in the operator manual. The v-pro max sterilizer operator manual states (6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." The operator manual further states (1-2), "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." Additionally, user facility personnel should ensure that all instruments are properly dry prior to placement into the v-pro max sterilizer. The operator manual states (a-1), "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." The technician counseled user facility personnel on the importance of wearing proper ppe, specifically gloves, while operating their v-pro max sterilizer and ensuring instruments are properly dried prior to processing. No additional issues have been reported.

Event description:
The user facility reported that an employee observed liquid on the outside of the instrument pack that had been processed in their v-pro max sterilizer and placed their fingers in the liquid resulting in a burn on their fingers. Medical treatment was sought and administered.